Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: black box shows several unexpected por event. The battery compartment is cracked at the threads on the side and above the finger pad. The returned battery cap threads are stripped. Cap contacts measurements are within specifications. The battery cap is unable to fit securely, reboots were duplicated. Reported ¿intermittent power¿ is duplicated. Test cap was able to fit to the pump and to maintain electrical connection. The pump alarmed with ¿cs088¿ alarm during the 24hrs duration test. Unable to perform the 24hr duration test. The pump¿s cover was removed, u38 watch dog chip inspection found the 32k hz crystal signal missing from the pin 12 of the u38chip. Single component y02 failure is concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 09/28/2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.